Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with episodes of ventricular noise reversions. It was noted that the noise was over-sensed and caused bradycardia episodes which led to dizziness and syncope. Pocket manipulation replicated the noise and lead parameters are stable. No resolution was reported.